Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called in to report low and high blood glucose. Blood glucose reading was 50 mg/dl when the customer woke up in the morning. In the afternoon the blood glucose reading was 400 mg/dl. The customer ate a salad and barbeque chicken. Customer had scrapped the barbeque sauce off the chicken prior to eating. The customer bolused twice but her blood glucose reading did not go down. Customer treated with manual injection. The customer stated she did not get the low reservoir alert. Advised that she can change settings if would like to use the alert. Troubleshooting was declined as the customer had to take a call. Nothing further reported.